Event description:
It is reported that upon opening, there was a scratch found on the surface of the tibial component. The surgeon elected to implant the device as the scratch was not deep.

Manufacturer narrative:
This report will be amended when our investigation is complete.